Manufacturer narrative:
The customer stated that they had not processed quality control samples for 0.8% resolve panel a lot vra246 on the day of the reported events but was reminded by orthocare to do so. According to ortho lot specific information for 0.8% resolve panel a lot vra426, cell 3 is positive and homozygous for e(rh3) antigen, cell 6 is positive and heterozygous for e(rh3) antigen and cells 1, 2, 4, 5, 7, 8, 9, 10 and 11 are negative for e(rh3) antigen. Therefore, it follows that the negative reactions obtained with cells 3 and 6 are not consistent with the expected reactivity of an anti-e(rh3) antibody. Ortho's investigation included retain testing with vra426, manufacturing batch record review, complaint review by lot and complaint review by donors used in this product. All results were as expected, no trends were identified and ortho was unable to confirm what the customer reported. The assignable cause of the discrepant negative reactions in antibody identification could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents to perform as intended. In mitigation of the discrepant negative reactions obtained by the customer, the device instructions for use of the red cell reagent 0.8% resolve panel a state: ¿optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies¿.

Event description:
(B)(4) a customer complained to the orthocare helpdesk on (B)(6) 2023 after obtaining what was described as discrepant negative antibody identification results for a patient sample using 0.8% resolve panel a lot vra426 and ortho mts anti-igg gel card lot 100622001-15 in conjunction with their ortho workstation ID-mts (510002423). The patient tested positive using a competitor's antibody screening kit with a cell positive for e(rh3) antigen reacting positive (1+ reaction strength). The customer reported that they had tested the sample from this patient for antibody identification using 0.8% resolve panel b in manual method and that they had obtained positive reactions (1+ to 2+ reaction strength) with cells 15, 16, 17 and 20 of the red cell reagent and the customer stated that they could detect the presence of an anti-e(rh3) antibody. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported events.